Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient rep and patient regarding an implantable neurostimulator. The reason for call was caller reported last week they were charging their implanted neurostimulator and put the controller in their shirt pocket so they could walk into the kitchen and their device started zapping them. Caller stated when they looked at their settings group a was on 6.6 and group b was on 4.8 and noted these are normally on 2.8 and 3.0 or 3.1. Agent reviewed information and redirected to healthcare provider (hcp) to further address, if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) rep. Called back and said pt was experiencing increased pain in legs and lower back and pt rep. Did not think stimulator was working adequately. Pt was redirected to healthcare provider (hcp).